Manufacturer narrative:
Continuation of d10: product ID: 3889-33, lot# va1n51j, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that the lead was accidentally cut during the surgery. The issue was resolved by placing a new lead. The hcp hasn't heard anything else negative from the patient. No further complications were reported .

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1n51j, product type: lead . Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 09-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has been having a lot of problems with their stimulator "since it was put it". The patient reported "they broke the wires supposedly when they went to put it in". The patient stated "it solved the problem where I'm able to sleep all night with my bladder". The patient mentioned they have been on a lot of medications. The patient reported the last time they went to their healthcare provider (hcp)'s office they "couldn't feel the stimulator" so they changed the programs. The patient stated that due to this, their hcp used their programmer and "stimulated it" and the patient reported they could feel it in their butt and reported it was too strong because it was causing them from going to the bathroom and was stopping them from pooping. The patient stated due to this their hcp decreased stimulation and stated "the reason we took it off the back was because it was stopping me from pooping". Agent tried to clarify what the ins is intended to help with and stated the ins is intended to help "sleep through the night". Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.